Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the electronic pt gas system (epgs) calibrated when setting up the system. Before the user went on-case, there was an error message "calibrate o2 analyzer". The calibrate button on the central control monitor (ccm) was grayed out so the user could not re-calibrate. The system was powered off and back on. The user still could not re-calibrate. The device was not changed out. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.